Manufacturer narrative:
Investigation summary: since complaint is not possible to confirm and this is the first time complained received for this issue and this, it was determine that no corrective actions are required at this time. Investigation conclusion: since bd was unable to duplicate or reproduce your indicated failure mode because no sample has been provide neither pictures and review of DHR show no abnormalities during needles manufacturing, a definitive root cause related needle manufacturing process is not possible to determine, at this time. The leakage issue could probably be because of defective luer dimensions or any damage in the syringe tip, but it could be also related with the handling of the product as some insufficient adjustment between of the devices by the end user. Root cause description: not possible to determine. Rationale: since complaint is not possible to confirm and this is the first time complained received for this issue and this, it was determine that no corrective actions are required at this time.

Event description:
It was reported that during use of the needle 22ga 1-1/2in there was leakage close to the hub. Blood leakage. Isotonic solution leakage.